Event description:
Dealer states: the seat and lid both cracked on the above listed commode model. The dealer states the patient is under the weight capacity of 300 pounds. Replacing seat and lid under warranty. No report of ill effect. Warranty (B)(4).

Manufacturer narrative:
(B)(4) no RMA issued. Model 9630-4 serial number/date code unknown and age is unknown. The owner's manual part number 1148075, rev. B (jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed for additional information however, no information provided on age, height and medical condition, stability and medication regimen. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.